Manufacturer narrative:
The reported issue of the "peek will not go above 3" is unverifiable. The maximum inspiratory and expiratory peak pressures were below specification but each exceeded 3 cmh2o. The out of specification readings are due to the mis-calibration of the millennium ventilator device by a third party. The continued use of nonconforming components (duckbill check valves) is due to the improper overhaul of the millennium ventilator by a third party. As stated in user manual maintenance is to be performed by sechrist industries or by personnel trained and authorized by sechrist. A device history review (DHR) of the ventilator, serial number (B)(4) was perfromed. This ventilator was manufactured on (B)(6) 2008. There is no indication that there were any relevant discrepancies during manufacturing. A review of the device history record (DHR) found no nonconformance that could cause or contribute to the reported issue. This report is submitted to comply with MDR malfunction notice 76 fr 12743 requiring the reporting of incidents involving a life-supporting and/or life-sustaining device.

Event description:
It was reported that during pre-clinical check of the ventilator the peek pressure would not go above 3 cmh2o.